Manufacturer narrative:
It was reported that the drill bit got stuck into the seeg drill adaptor. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Investigation required the return of the product for inspection however the part is not available for investigation. The root cause cannot be determined. The damaged seeg drill adaptor is not available for investigation. 4247 - appropriate term/code not available : investigation results is unknown as the part is not available for investigation. The damaged part is unavailable.

Event description:
On wednesday 14 november or chief said by mail to the field service engineer that an issue with the seeg drill adaptor 2.45mm mt-02-161-s16073 has been detected. The surgery was a contactless registration seeg held the 12-nov-2018. During the surgery, the surgeon tried to drill through the adaptor but the drill bit got stuck into.no deviation, no injuries to the patient, no medical intervention out of planned procedure and no delay were noted as the surgeon had another adaptor in stock.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On wednesday 14 november or chief said by mail to the field service engineer that an issue with the seeg drill adaptor 2.45mm mt-02-161-s16073 has been detected. The surgery was a contactless registration seeg held the (B)(6) 2018. During the surgery, the surgeon tried to drill through the adaptor but the drill bit got stuck into. No deviation, no injuries to the patient, no medical intervention out of planned procedure and no delay were noted as the surgeon had another adaptor in stock.